Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was numbness over right upper limb, with a start date of (B)(6) 2012 and ongoing. The event was possibly related to the type of surgery and definitely not related to the implant. The event was treated conservatively with medications. This report is for an unknown prodisc-c. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for 1 unknown pro disc c. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Clinical reference number: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.